Manufacturer narrative:
E1: (B)(6). Name medtronic minimed street 18000 devonshire street city northridge state ca zip code91325. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced bent cannula event on (B)(6) 2026, causing hyperglycemia treated by insulin pump.